Event description:
A 26 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severly calcified with moderate tortuosity. It was reported that the pt had been treated for cardiovascular failure with a CABG one month prior to the onset of severe abdominal pain. At the time the pt was diagnosed with cardiovascular disease, there was also documentation that the pt had a 7.1 aortic abdominal aneurysm. The dr felt the pt was too frail for treatment of the aaa. The pt was in the hosp for kidney failure. The pt had a chest tube and feeding tube and started to complain of severe abdominal pain. The pt was sent emergently to the operating room. It was reported that the pt had a contained rupture. The dr had difficulty advancing the stent graft to the intended landing zone, due to the small in diameter of the artery and removed the stent graft delivery system form the pt. During the removal of the stent graft the stent graft became stuck, the dr was able to remove the stent graft delivery system; however the iliac artery was perforated. The dr inserted the reliant balloon and gained control and inserted conduit for access for the delivery of the stent graft. After the conduit was placed the balloon lost pressure and the dr pulled negative and blood returned within the balloon catheter. (Ref MFR# 2953200-2005-01401). The dr was able to remove the balloon without issue and inserted another reliant balloon sealing the perforation. The dr was then able to advance the aneurx delivery system and its components to the intended landing zone. It was reported that the dr elected to perform and ilio-femoral bypass to bypass the perforation, which was successful. No additional clinical sequelae were reported and the pt is reported to be fine.